Manufacturer narrative:
Actual device was returned and tested. There was no material heat treatment issue found (51.0 hrc, 48-52 hrc specification). The back bend was found to be within specification (17.27 deg, 18 +/- 3 deg specification using key-001, keyence vision system.) There is no material heat treatment nor manufacturing issue found. The breakage may be due to dropped, bent or misused insert. Since the return rate is low, no further actions were deemed necessary.

Event description:
Device broke in patient's mouth. A flap in the gums was made to get the piece out.